Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Pleas reference (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had expired while completing dialysis treatment. Follow-up was made with the pd patient's clinic, and the rn stated the patient was noted to have expired on (B)(6) 2017 in his sleep, and was found in his home. Per pdrn the patient was dialyzing at the time of expiration. Sheila stated it was believed the patient¿s diabetic condition ultimately caused his death, but no additional information was provided from the coroner¿s office regarding the patient. Per pdrn no additional information was available and the patient¿s medical records were no longer available.

Manufacturer narrative:
Conclusion: dialysis is a lifesaving and live sustaining established therapy for patients with end stage kidney disease. All dialysis patients have a myriad of pre-existing associated comorbidities. A temporal relationship exists between the patient¿s last ccpd treatment with fresenius products and the patient¿s death on (B)(6) 2017. At the time of this clinical investigation there have been no reported allegations of a fresenius device malfunction as a potential/actual contributory factor in the patient¿s death. It was reported the patient had comorbid diabetes mellitus (unknown type) and it is documented on the esrd death notification form the cause of death was diabetic coma. Based on the available information in the complaint file, it is unlikely that the liberty cycler is causally related to the patient¿s death.

Event description:
Additional medical records received was reviewed by a post market surveillance clinician. On (B)(6) 2017, this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy expired at home during ccpd treatment in his sleep. During a follow up call, the peritoneal dialysis (pd) nurse reported the patient¿s death not related to ccpd treatment and was likely caused by diabetes mellitus (dm). At the time of the follow up call, the pd nurse was unable to specify the exact event that led to patient death and did not have any information available from the coroner¿s office. Documentation on the esrd death notification form received 8/18/2017 indicated the primary cause of patient death was related to diabetic coma without any secondary cause listed. The etiology of patient diabetic coma was unknown at the time of this clinical investigation.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Pleas reference (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had expired while completing dialysis treatment. Follow-up was made with the pd patient's clinic, and the rn stated the patient was noted to have expired on (B)(6)2017 in his sleep, and was found in his home. Per pdrn the patient was dialyzing at the time of expiration. (B)(6) stated it was believed the patient¿s diabetic condition ultimately caused his death, but no additional information was provided from the coroner¿s office regarding the patient. Per pdrn no additional information was available and the patient¿s medical records were no longer available.